Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in brazil, regarding an implant of a 29mm sapien 3 valve in aortic position by left trans femoral approach. During the procedure, some difficulties were encountered when advancing the 29mm commander delivery system with the 29mm sapien 3 valve through the 16f esheath. Upon removal of the esheath, a distal tip tear was observed. The patient did not suffer any injury and was in a stable condition.